Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was discovered from the cycler set door. Additionally, the cycler experienced an air detected in cassette message during an unknown phase of treatment and multiple supply bag lines are blocked messages occurred in dwell 2 of 4. Furthermore, the serial number and software version information was rubbed off the cycler. Upon follow up, the patient confirmed the fluid leak was discovered on 11/01/2021 after cancelling treatment in dwell 2 of 4. The patient stated their cycler experienced multiple air detected in cassette alarms and supply bag lines are blocked messages in dwell 2 and treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The cause of the leak was unknown. Additionally, the patient confirmed the serial number and the software numbers on the cycler were difficult to see as the information had become worn down overtime. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was discovered from the cycler set door. Additionally, the cycler experienced an air detected in cassette message during an unknown phase of treatment and multiple supply bag lines are blocked messages occurred in dwell 2 of 4. Furthermore, the serial number and software version information was rubbed off the cycler. Upon follow up, the patient confirmed the fluid leak was discovered on (B)(6) 2021 after cancelling treatment in dwell 2 of 4. The patient stated their cycler experienced multiple air detected in cassette alarms and supply bag lines are blocked messages in dwell 2 and treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The cause of the leak was unknown. Additionally, the patient confirmed the serial number and the software numbers on the cycler were difficult to see as the information had become worn down overtime. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was discarded and not available for return to the manufacturer for physical evaluation.